Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to faulty transducer within the assembly (pt802). The component was found to be unresponsive to pressure input and the output differential voltage is outside of specification. This issue will be internally investigated within carefusion.